Manufacturer narrative:
Upon completion of the investigation it was noted that the there is a cut in the connection area/silicone-pumping segment. The cut was found in the silicone tubing and is in between the ends of the top and bottom connectors. It appears to have been cut with a sharp object. A review of complaint records for the previous 12 months found 3 confirmed similar complaints against this lot and product code combination. This information has been reviewed by management and determined that no further action is required. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Leakage (hole on tubing at the connection part to the generator) was noted during preparation before the surgery. The device was used with ji2000. User training is scheduled to be done. There was no surgical delay and no adverse consequences to the patient. No further information was provided by the hospital.